Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.

Event description:
It was reported that the ht70 ventilator battery was low. Patient involvement information was not provided by the customer. The service engineer (se) replaced the battery. The ventilator was reported to be working satisfactorily.